Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product received for analysis. Materials during sample evaluation the suction port and y body were inspected for any damage and they both were found in good condition. No visible damage was observed. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis and samples evaluation, the reported defect by the customer could not be confirmed or related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date, a supplemental medwatch will be sent. What is the lot number of the jvac reservoir? Ju0649. Please clarify, was leakage observed? No further information is available. Was a new drain or reservoir needed to correct the situation? No further information is available. If a new drain was needed, was the new drain placed surgically during an additional procedure? Device return status. The device has been received at (B)(6) and will be shipped. Please check rmao. No further information will be provided. Note events reported on: mw#: 2210968-2022-10481. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a drain was used. The connection part between the drain and the adaptor was broken easily during use. Further details are not provided. There were no adverse consequences to the patient.